Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported low audio was not reproduced. Evaluation observed and found that the pump functioned normally with no issue about the speaker. The reported condition was not verified. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low audio during an unspecified process step. There was no patient involvement. No additional information is available.